Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump when attempting to deliver a bolus. The customer's blood glucose was 330 mg/dl. Troubleshooting was done. The customer's wife stated that the customer moved around a lot while sleeping and may have laid on the insulin pump. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, excessive no delivery, and prime tests. The motor passed the motor test, and no motor error alarms were noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.